Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient underwent lead revision surgery due to lead discontinuity and generator replacement. Review of manufacturing records confirmed that the lead passed all tests prior to distribution. Review of the available programming and diagnostic history showed normal diagnostic results on (B)(6) 2012. The explanted devices have not been returned to the manufacturer to date.